Event description:
Boston scientific received information that during a replacement procedure the physician had great difficulty removing this lead due to an issue with the setscrews of the associated device. The physician unscrewed the ventricular portion of the lead with great difficulty but there was no pacing/sensing when using the analyzer. He was unable to remove the atrial portion of the lead and opted to cut the lead. This lead was explanted and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and is not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.